Manufacturer narrative:
Technician found that the head of the bed would not go up. Cleaned off excess hydraulic fluid from head up valve to resolve this issue.

Event description:
Info received indicated that the head of the bed would not go up.